Event description:
Cut under eye [skin laceration]. Cut under eye... Bleeding [skin haemorrhage]. Bruise under the eye [contusion]. Toothbrush head come off - oral-b toothbrush [device breakage]. Case narrative: consumer stated on phone that on 27-jun-2025, while brushing teeth toothbrush head come off and the toothbrush cut under his eye. Consumer stated that although the bleeding stopped but there was a bruise under the eye where the cut was. Further consumer stated that this has happened twice. Six months ago, there was a cut under eye which healed after 3-4 weeks. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Cut under eye [skin laceration]. Cut under eye. Bleeding [skin haemorrhage]. Bruise under the eye [contusion]. Toothbrush head come off/cracked/loose in mouth - oral-b toothbrush [device breakage]. Case narrative: consumer stated on phone that on (B)(6) 2025, while brushing teeth toothbrush head come off and the toothbrush cut under his eye. Consumer stated that although the bleeding stopped but there was a bruise under the eye where the cut was. Further consumer stated that this has happened twice. Six months ago, there was a cut under eye which healed after 3-4 weeks. No serious injury was reported. Follow-up: concomitant product added. Follow-up: other relevant history added. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Cut under eye [skin laceration] cut under eye. Bleeding [skin haemorrhage] bruise under the eye [contusion] toothbrush head come off - oral-b toothbrush [device breakage] case narrative: consumer stated on phone that on (B)(6) 2025, while brushing teeth toothbrush head come off and the toothbrush cut under his eye. Consumer stated that although the bleeding stopped but there was a bruise under the eye where the cut was. Further consumer stated that this has happened twice. Six months ago, there was a cut under eye which healed after 3-4 weeks. No serious injury was reported. Follow-up: concomitant product added.